Event description:
A temporary pacing catheter was inserted and connected to the pacer generator. When ready to start pacing, the generator initially turned on, then stopped working. Three attempts made to get the generator working before a new generator was used. After the procedure was over, the battery was replaced and the generator still did not work. Procedure was completed with no patient harm.